Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was 203 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap appeared normal and customer was able to complete rewind process. Customer reported that drive support cap was sticking out and customer pushed it back in and cleared motor position encoder error alarm. Customer continued to receive motor error alarm. Customer was advised that insulin pump would need to be replaced.